Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During follow-up, high pacing thresholds and sensing anomalies were observed. A fluoroscopy image confirmed lead dislodgement. The lead was explanted.